Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service advising that the foaming advanced antibacterial hand soap and the purell hand sanitizer gel end up breaking up the hand, advised that patient's hands are cracking due to the fragrance that is in both hand soap and purell and is unable to use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).